Event description:
The reporter indicated that a implantable collamer lens was implanted into a patient's left eye (os). The lens was exchanged for a shorter length lens due to excessive vault and halos. The problem was resolved. Reportedly, "dr. (B)(6) has reported patient 45271 os with a vualt of 1200 microns and bothersome halos. He has performed an exchange for a smaller lens which has resolved both issues - new vault 280 microns and dysphotpsia resolved."

Manufacturer narrative:
Weight, ethnicity, race: unk. Claim# (B)(4).